Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vticmo12.6, -17.5/4.0/177 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. The reporter stated "the initial lens was designed in the vertical position (12 to 6 o 'clock), and the larger lens was designed in the horizontal position (3 to 9 o 'clock). In order to be placed in the designed position, the axis is adjusted". Cause of event was reported to be unknown.